Event description:
A home patient's spouse contacted baxter technical services regarding priming with the homechoice system. The home patient was connected to the system during priming. Baxter's technical services representative instructed the home patient's spouse to disconnect the patient and finish the priming of the system. There was no patient injury or medical intervention reported at the time of the incident.